Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During implant, the right ventricular lead could not be fixed despite several attempts. The lead was not used and was replaced successfully. The patient was in good condition post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.